Event description:
A 28mm diameter x 16mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The aortic neck was reported to be conical in shape and short. It was reported that currently the stent graft slipped down out of the aortic neck; therefore, 3 cuffs from another manufacturer and a stent were implanted. At the end of procedure there was a small type 1 endoleak still present; however, the decision was made to no treat it at this time and monitor the pt. No additional information was received and no additional clinical sequelae were reported.